Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and weakness. Upon device interrogation, it was noted that right atrial (ra) lead capture was unable to be determined. The ra lead remains in use. No further patient complications have been reported as a result of this event.